Manufacturer narrative:
Block b3: approximated based on the event date reported of july 2025. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilatation procedure performed in (B)(6) 2025. During the procedure, the balloon was leaking during an attempt to inflate the device. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no reported patient complications as a result of this event.